Event description:
Hcp reports ipg lead explant due to infection. The patient presented with signs of infection including swelling and redness on the skin, just over the lead, on the right side of the head. No culture information was reported, however, the patient is being treated with IV antibiotics for 1 month and underwent lead explant. There is no plan at this time to reimplant the lead. The device was explanted, but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.